Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported retraction issues could not be determined based upon available information. It is unknown if procedural issues or the original sheath used contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/ introducer sheath as a single unit. Potential adverse reactions:

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon catheter allegedly could not be retracted through the sheath. The balloon and sheath were removed as a single unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon catheter allegedly could not be retracted through the sheath. The balloon and sheath were removed as a single unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.